Manufacturer narrative:
Product sample was received and complaint was confirmed. Miscount of patties (11 of 10) with 1 missing a string. DHR for lot h09787 was reviewed and no anomalies were found. Root cause is likely operator error. Upon startup, hybrid machines produce a single sample pattie, which is missing a string. This pattie is meant to be discarded. This pattie was likely not discarded and the next stack of 10 was placed over this pattie. Per the requirements of the specification, the operator is required to inspect the front and back of the patties and also count the surgical patties. Operators are trained to wrap each string onto a counting card for visibility. The operator then confirms that there are only 10 surgical patties on the card. In this circumstance, an additional pattie was left in the stack. Because the pattie was missing the string it was not detected in the count. The operator was retrained on the inspection requirements. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI - (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a box of patties had 11 instead of 10 in the package, and the 11th was missing a string. The issue was identified pre-use. The extra pattie appeared to be stuck to another pattie in the package. There was not patient harm or delay in surgery reported.